Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d4 expiry date.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: h6 component codes. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between catheter and sheath and traces were found in the inner lumen. One kink was observed on the catheter tubing approximately 76.2cm from iab tip. The optical fiber was found to be broken approximately 21.8cm from the iab tip. The three-way stopcock, extender tubing were also returned and pressure tubing were also returned. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Event description:
It was reported that the intra-aortic balloon after introducing the trans-ray plus 40cc and connecting the optical sensor cable to the cardiosave, an "optical sensor failure" occurred and the waveform was not displayed. We determined that the optical sensor was faulty, so we gave up on using the optical sensor and continued to input blood pressure from the transducer via the central lumen until the end of therapy. Patient was not involved during this event. No harm occurred.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).